Event description:
It was reported that the patient underwent artificial urinary sphincter (aus) revision surgery to implant a second cuff. During cystoscopy it was noted that there was severe tissue atrophy around the urethra. The previous cuff was explanted and replaced with both a 4.5 cm and 5 cm cuff. The patient fully recovered.